Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was getting a message on their controller stating that the desired setting could not be provided. Impedances were run and electrode 0 was greater than 40,000 ohms. Electrode 0 was deactivated and the patient was reprogrammed. Reprogramming corrected this message. The issue was resolved at the time of the report. There were no patient symptoms or complications reported.